Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing records confirmed that the associated driveline met all requirements prior to release. Inspection of the driveline revealed a break in the driveline outer sheath close to the driveline exit site confirming the reported event. A driveline sheath repair was performed to mitigate the reported conditions. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. A possible root cause of the break in the outer sheath is excessive bending of the driveline near the exit site. Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the patient had noticed that the driveline outer sheath had come apart and was bent at an angle. The patient applied tape to keep the driveline from coming completely apart. The ventricular assist device (vad) coordinator stated that the patient had a crack in her driveline outer sheath "for a while now" and this had been covered in rescue tape. She called in while she was changing the dressing and reported that the rescue tape came off with the biopatch. The clinical specialist inspected the driveline and noted a full circumference outer polyurethane separation 8.5 centimeters (cm) distal to the driveline exit site. There were no signs of redness, swelling, pain or tenderness to the driveline exit site per the patient. The patient was scheduled to return to the outpatient clinic on (B)(6) 2017 for a driveline sheath repair. During the service, the clinical specialist removed the medical tape placed on the driveline over the break in the urethane sheath.  The area 3cm before the break and after was cleaned with alcohol swabs. The clinical specialist then performed the driveline repair on an outpatient basis. There were no pump stops during the repair. The patient reported anxiety as a result of the event. The clinical specialist and vad coordinator spoke to the patient assuring her that the inner silicone conduit containing the six internal wires were intact and that the cable could not come apart. The clinical specialist then explained the process to be utilized to stabilize the urethane coating. After the driveline repair was completed, the vad coordinator performed the weekly driveline dressing. The driveline dressing was modified to place a folded sterile 2x2 inch gauze over the repair prior to applying the transparent tegaderm over the exit site to protect the repair from the adhesive in the tegaderm dressing. The patient was instructed to do the same thing with each dressing change. Photos provided of the reported event appear to confirm the event. No further information has been provided.